Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, patient alleges inflammation, irritation, constant pain, tendonitis, bursitis and tightness. Patient alleges surgeon wants to test for allergies. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.